Manufacturer narrative:
H.6. Investigation summary: one photo and one unused sample was provided to our quality engineer team for investigation. Upon visually inspecting the product , a black particle was identified inside the syringe. A device history review was performed for reported lot 1905214, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Through our investigation the particle was identified to be a piece of residual trim from the stopper. This component is provided by an external supplier. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. A scar, supplier corrective action request, has been sent to the supplier site regarding this issue. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that a "large piece of rubber" was found atop the bd plastipak¿ luer-lok¿ syringe plunger before use. The following information was provided by the initial reporter, translated from dutch to english: a large piece of rubber has been found on top of the plunger of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "large piece of rubber" was found atop the bd plastipak¿ luer-lok¿ syringe plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: a large piece of rubber has been found on top of the plunger of the syringe.